Manufacturer narrative:
(B)(4).

Event description:
The customer questioned multiple results for 1 patient sample tested on the cobas 8000 c 702 module. Based on the data provided, the results for crej2 creatinine jaffé gen.2 (crej2) and gluc3 glucose hk (gluc3) were erroneous. The erroneous results were not reported outside of the laboratory. The initial results were from an aliquot from the modular pre-analytic (mpa) system. The repeat results were performed with the primary tubes on a different c702 module. The initial gluc3 result was 257 mg/dl. The repeat result was 92 mg/dl. The initial crej2 result was 8.5 mg/dl. The repeat result was 1.3 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The crej2 reagent lot number was 256351. The expiration date was not provided. The gluc3 reagent lot number was 242156. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify any issues. The discrepant results could not be duplicated. The fse removed and cleaned all the mixers and adjusted the gear pump pressure as a preventive measure. The customer ran successful calibration and qc. The customer also ran a 21 cup precision using qc material. All results were within the specified guidelines.

Manufacturer narrative:
A specific root cause was not identified. The customer has not had any additional issues.